Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted achieved closure of the femoral artery after an interventional procedure. Reportedly, after deploying the clip, difficulty was encountered removing the device. Although the thumb advancer and clip delivery tubeset were unlocked by inserting a dilator into the access ports, the device still could not be removed. After repeated attempts, the device was freed from the patient anatomy "using force." When the device was removed, the clip was deployed in the artery and only "minimal bleeding" continued. Manual compression was applied for a "few minutes" to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.